Event description:
Component (bard-parker size 10 blade, lot # 0204656) of cardinal c-section pack would not cut through tissue and disposable scalpel was needed to proceed with case. FDA safety report ID# (B)(4).